Event description:
Customer reportedly obtained results of 172mg/dl, 506mg/dl, 153mg/dl, 148mg/dl, and 237mg/dl on the aviva sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.